Event description:
It was reported that a beta bionics ilet user disconnected from the pump last night and are now hyperglycemic with a 401 mg/dl blood glucose (bg). The user reconnected to the ilet to correct the high bg. There was no further intervention required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.